Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple cartridge change error messages while attempting to load multiple new cartridges. The customer's blood glucose level was not impacted. Reportedly, the customer successfully loaded a cartridge and would continue to use the pump until replacement is received.